Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low glucose values. The patient¿s mother stated the patient has had instances where they were not receiving continuous glucose monitor (cgm) values on the g5 mobile application. She stated at 1:00am, the patient woke her up and his blood sugar was low and needed help. Additionally, the patient¿s mother stated the patient has down syndrome and using the dexcom is vital to his health. No symptoms were reported. It was unable to be determined if the dexcom caused or contributed to the low blood sugar that the patient was experiencing. No additional patient or event information is available.